Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(4) product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient (pt) reported the implanted ne urostimulator (ins) is taking too long to charge up the ins since he got it but last night it took 1hr and 20mins to go from 60% to 90% and that is a long time. Patient stated the medtronic representative (mdt rep) told him it should only take half hour to an hour to charge the implant. Patient services specialist asked patient to connect with the controller and controller show excellent recharging quality. Patient service confirmed there is no visible damage on the recharger. Patient mentioned he only charge every 2 days and he is not going to let the implant get down to 60%. Patient stated they should not have to charge the ins every other day because they only use one setting and setting is not very high. While on the call ins was recharging excellent, controller 100% and controller 80% and ins went up to 90%. Patient stated he never been able to charge up the ins to 100%. Agent reviewed the last 10% of ins charge will take the longest time to get to the finish screen. Agent asked clarifying question and patient said he used the belt but its hard for him to keep the belt on his back. Agent reviewed device function. Agent reviewed best practice for recharging the controller and ins. Patient service reviewed device functioning as intended and recommend patient consult with healthcare provider ofc if necessary. Agent sent email to mdt rep. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received, the case reopened to email repair department to replace the recharger. Medtronic representative (mdt rep.) Met with pt and worked to troubleshoot issue; mdt rep. Said issue may be positional and pt's ins certainly could have moved (unsure because x-rays were not yet performed), but mdt rep. Said the pt had not fallen at all and mdt rep. Would like recharger to be sent out to pt. Technical services (tss) sent email to repair department to replace recharger. 2024-feb-14 (B)(4) (follow up/additional info): it was reported pt called back from number registered regarding charge duration issue in this case. Pt said they got the replacement recharger, but still was taking a long time to charge. Pt said they'd be charging for hour an a half and not be fully charged. Pt mentioned they hadn't been able to have the reps contact them back yet about setting up a time to meet and wanted to meet with them. Agent reviewed role of rep and redirected to doctor's office to contact a rep. Agent also emailed field team in pt's area. Pt mentioned they didn't see their doctor again until (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back stating they got a new rtm but their ins was still not charging up fast enough. The pt was told it should only take them 25 minutes to charge the ins from 60% to 90% and for two weeks straight it took them 35 to 40 minutes to charge the ins to 100%; and since implanted they only charged the ins to 100% twice. Pt noted that the ins was taking longer to charge then it should for it was charging slow. Agent reviewed with pt best ins charging practices and realistic ins charging expectations. Pt will try charging with best practices. Pt mentioned previous event stating they had been working with manufacturing representatives who told them they had problems getting coverage going to top of head to the neck. When they saw their last month they changed from ab to c to see if it would help but it was not getting any better with coverage.

Event description:
Patient responded via letter and stated that it still takes too long to charge and the issue has not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.